Manufacturer narrative:
Partial part# 204.8xx was provided. Reporter proffesion: manager of quality control and central sterile. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. This report is for three (3) unknown 3.5mm cortex screws. Part#, lot# and UDI # is not available. Exact date of implant is unknown. Implant procedure sometimes in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. This report is for three (3) unknown 3.5mm cortex screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had hardware removal on (B)(6) 2017 due to being septic. Patient was initially implanted with a 2.7mm/3.5mm locking compression plate (lcp), four 2.7mm locking screws, and three 3.5mm cortex screws in (B)(6) 2016 for a broken distal fibula. There were no reported complications during the initial surgery. It is unknown how the infection was discovered and how it was confirmed. The location and type of infection is unknown. On the day of the removal surgery, in addition to being septic, patient was presented with renal failure. It is unknown if patient had renal failure prior to the initial implantation of the hardware. Surgeon stated that the patient was in a state of dying. All hardware was removed intact. There were no issues with the hardware. No new hardware was implanted. The removal surgery was successfully completed without requiring intervention. No surgical delay reported. Patient status/outcome is unknown. This report is for three (3) unknown 3.5mm cortex screws. This is report 3 of 3 for (B)(4).